Event description:
It was reported that shortly after the initial implant, the left ventricular (lv) lead dislodged, resulting in being unable to capture properly without diaphragmatic stimulation. At the time, the patient declined a lead revision, so the lead was programmed off. Recently, the physician attempted to explant the lead, but was unable to fully remove the lead from the axillary vein. The lead was cut, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 lead, implanted: (B)(6) 2011; 4076 lead, implanted: (B)(6) 2011. (B)(4).